Event description:
It was reported that a user observed a scratch on the ilet screen and subsequently the device stopped working, consistent with a hardware failure of the display component and screen damage. Symptoms included no device alerts or alarms reported and no clinical symptoms. Outcomes included a device replacement and instructions provided for shutdown, data management, return logistics, and continued use of cgm via the dexcom app or receiver. Investigation included troubleshooting and user education. Investigation of this case revealed damage to the screen with loss of device function, consistent with a broken or cracked display and associated hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device screen resulting in device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.